Manufacturer narrative:
Initial reporter phone #:(B)(6). Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured.

Event description:
It was reported that the unspecified bd¿ pen needle broken without the tip causing the medication not to be delivered. The following information was provided by the initial reporter, translated from portuguese to english: customer reports that one month ago she attempted to inject the medication into patient and was not able, she thought it was an issue with the pen that could be not releasing the medication, but when she removed the needle from the vial the upper side of the needle (non-patient cannula) was broken, without the tip, it was noted that the upper part was missing. The customer got another needle to inject the daily dose, and reports that this issue happened with one needle only, and since it happened a while ago she no longer has the shelf carton and nor the needle either, to verify the material information.